Event description:
(B)(6) study. It was reported that thrombosis occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2021, and the procedure was performed seven days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21mm. After the implant procedure the patient was started on aspirin and apixaban was continued. The patient was discharged home two days post index procedure. Eighty four (84) days post index procedure, computed tomography (CT) revealed thrombus on the atrial side of the closure device. Eighty six (86) days post index procedure, the patient continued treatment with apixaban to treat the event. The patient was not hospitalized further and the event is ongoing with the patient currently at home. The patient was planned to have a consultation appointment on (B)(6)2021 and a cardiac CT scan is planned on (B)(6) 2021.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
Option study. It was reported that thrombosis occurred. The patient was enrolled into the option study on (B)(6) 2021, and the procedure was performed seven days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21mm. After the implant procedure the patient was started on aspirin and apixaban was continued. The patient was discharged home two days post index procedure. Eighty four (84) days post index procedure, computed tomography (CT) revealed thrombus on the atrial side of the closure device. Eighty six (86) days post index procedure, the patient continued treatment with apixaban to treat the event. The patient was not hospitalized further and the event is ongoing with the patient currently at home. The patient was planned to have a consultation appointment on (B)(6) 2021 and a cardiac CT scan is planned on (B)(6) 2021. It was further reported that the thrombus was laminar and non-mobile. The patient was on apixaban and aspirin at the time of the event and these medications were continued. The thrombus was resolved one hundred sixty two (162) days after its discovery on (B)(6) 2021.